Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6, and h11. The complaint for valve interacts with conduction system was confirmed based on the event description provided by the clinical specialist. Based on the device history record (DHR) review, there were no non-conformances related to the issue observed and the device passed all manufacturing specifications. Available information suggests the valve interaction with the native conduction system likely contributed to the event. Per the instructions for use (IFU), conduction system disturbance and/or heart block which may require treatment (including permanent pacemaker) are potential adverse events. Heart block and other conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be related to coronary obstruction due to air embolism, coronary spasm and/or local edema affecting the av node. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities. Other potential causes include trauma by a guidewire or delivery system. Additionally, cardiac conduction system complications are known risks with tricuspid valve interventions due to the proximity of the atrioventricular node (av node) to the septal leaflet of the tricuspid valve. These conduction disturbances can lead to post-operative heart block requiring pacemaker implantation. Nevertheless, a definitive root cause cannot be determined. Since there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met, no preventative or corrective actions were required.

Manufacturer narrative:
E1 telephone number: (B)(6). The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. Directly after deployment, the patient showed conduction disturbances and there was a brief episode of asystole. Temporary pacing was successfully achieved using the wire, and pacing was maintained for approximately five minutes. Subsequent rhythm assessment demonstrated a junctional rhythm with progressive stabilization. Pacing was discontinued. The patient subsequently returned to their intrinsic rhythm (af) with a ventricular response rate of approximately 70 bpm. The patient went from the cathlab in a stable condition to the ward with telemetry. The plan is for the patient to remain hospitalized for at least four days for further observation.